Event description:
During follow up on (B)(6) 2011 for an unrelated issue, baxter product surveillance received notification that the patient had passed away (B)(6) 2011. This is a spontaneous report by a consumer from the united states of death in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies. In (B)(6) 2010, the patient began therapy with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex intraperitoneally (ip) for peritoneal dialysis (pd). During a follow-up call with baxter technical services (bts), the consumer reported the following. On (B)(6) 2011, the patient was hospitalized due to an unknown reason. Information regarding remedial therapy or laboratory data was unknown. On (B)(6) 2011, the patient died. The cause of death was unknown. On (B)(6) 2011, an autopsy was performed, but the results were not available. The patient remained on pd therapy until the time of death. Product surveillance received a call from the peritoneal dialysis nurse on the report of this patient's death. The nurse stated that the cause of death was unknown and no results of the autopsy were available. She stated that she did not believe that his death was related to the device or the therapy. He was not on the device at the time of death. No further information was given at this time.

Manufacturer narrative:
(B)(4). The device has been returned to baxter product analysis lab (pal) for evaluation. A follow up report will be submitted upon completion of baxters investigation or should additional information become available.

Manufacturer narrative:
(B)(4). During follow up for an unrelated issue, baxter product surveillance received information stating the patient had passed away. Review of the sample evaluation information revealed the device was received and routed to service prior to the pal being notified of its complaint status. Review of applicable documents revealed the device passed the homechoice rite electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite (return instrument test/evaluation) testing. The device event log recorded patient therapy data from (B)(6) 2011 and did not reveal any failures, malfunctions or iipv events that could have caused or contributed to the reported difficulty. Review of the device history record revealed no issues that could have caused or contributed to the reported issue of the patient passing away. The reported issue with regards to the device was not confirmed or assignable cause determined. The device functioned properly per the rite specification requirements.